Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 383 mg/dl and diabetic ketoacidosis. Reportedly, the customer's health care provider believes that the customer's uncontrolled diabetes was the cause for the elevated bg. Subsequently, customer was hospitalized. Tandem technical support made multiple attempts to follow up with the customer, however, no response received.